Manufacturer narrative:
Other, other text: b3: updated. B5: additional information: no patient injury was reported. D10: updated. H3: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. A crack was noted on the lower left front corner of the top case and the right plunger case. No error code was found in the event history log (ehl) related to the reported problem. Functionally, multiple accuracy tests and position verification on both qc slugs were performed. The accuracy tests passed and all readings of the position verification on both qc slugs are within the required specifications. The customer reported issue was not duplicated, the device infused as intended and no problem was found. No repair was needed per the customer reported problem due to no problem was found. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device exhibited a delivery accuracy error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.